Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an unknown product performance issue. The lead was removed/replaced prior to pocket closure. Aditional information stated that during the implant procedure, the helix exhibited re-extension issues after multiple reposition attempts. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an unknown product performance issue. The lead was removed/replaced prior to pocket closure.